Event description:
It was reported that there were particles in the infusion bag of the medication cassette. The initial reported was able to isolate a particle from the infusion bag of a medication cassette and also identify it. They have performed an initial production check (ipc) measurement in which the reporter found a match between the packaging material and the particle that they have been able to identify from the internal infusion bag of the medication cassette. This particle matches the spectrum of polyethylene. It is known that the cassettes were sterilized with ethylene oxide; and this was sucked through the cassette under vacuum. It was stated that the current percentage of rejection for this lot was 9%. The cassettes in question have been used in production but have been completely emptied of fluids. The event occurred during the inspection of filled medication cassettes. There was no patient involvement.

Manufacturer narrative:
Additional information was received. The customer indicated there were 13 affected devices however they did not provide any photos or samples to verify this information. H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.